Event description:
In approximately 1997 I had saline implants put in. Due to discomfort I had them switched out to silicone implants in (B)(6) 2007. (One of the saline implants were found to be empty due to leakage.) In (B)(6) 2007 I was hospitalized with a bowel blockage. Over the course of the next couple of years I was diagnosed with crohn¿s disease, an autoimmune disorder. I believe the implants caused this disease. I had severe joint and rashes during this time and a lot of crohn¿s flare-ups and many hospital/emergency room visits. I didn¿t have any symptoms with the saline implants, only the silicone gel implants. In (B)(6) 2023 I had the implants removed. The rashes have disappeared, and the crohn¿s symptoms are slowly improving. The research I¿ve done suggest breast implants can cause or worsen autoimmune disorders. I don¿t have all the dates, but over the course of the past 15 years or so, I¿ve had 4 colonoscopies an upper endoscopy, many scans and blood test. I¿ve been to gastroenterologists, rheumatologist, and other emergency room physicians and surgeons who have told me they see many patients with implants having a variety of auto-immune disorders. Reference report: mw5148538.